Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side cart (vsc) monopolar and bipolar energy was not working and replaced both cords and changed instruments and no luck. Technical support engineer (tse) walked caller through hard power cycling the erbe but issue persisted still showing up with question marks. Tse viewed logs and found m-02 error and surgeon was using vessel sealer for now and continuing on. Tse recommended swapping with another vsc. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
The iesu was returned for failure analysis, and the reported failure (monopolar energy not working m-02-3 errors on start) was confirmed and reproduced on erbe connected to system. Remotefe showed 25913 and m-02 errors. Visual inspection showed scratches on top cover. M-02-3 error occurred on start and monopolar ports not working. The iesu was installed on golden system and was run in normal mode. As a result of these findings the unit will be returned to OEM for addition failure analysis. Root cause is attributed to defective component.

Event description:
Refer to h11 for follow-up information.